Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hot flashes, night sweats and postmenopausal bleeding. Concomitant products included bupropion hydrochloride (wellbutrin), cefixime (suprax), clonazepam (klonopin), lisdexamfetamine mesilate (vyvanse) and oxcarbazepine (trileptal). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopy with bilateral salpingectomies and essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure (ess205). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hot flashes, night sweats and postmenopausal bleeding. Concomitant products included bupropion hydrochloride (wellbutrin), cefixime (suprax), clonazepam (klonopin), lisdexamfetamine mesilate (vyvanse) and oxcarbazepine (trileptal). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopy with bilateral salpingectomies and essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure (ess205). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.